Manufacturer narrative:
Citation: koren o.; et al. New adverse coronary events in valve-in-valve tavr and native tavr-a 2-year matched cohort. Front cardiovasc med. 2022 sep 21; 9:1004103. Doi: 10.3389/fcvm.2022.1004103. Ecollection 2022. Pmid: 36211543. Earliest date of publication used for date of event. Medtronic products referenced: evolut r, evolut pro (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding adverse coronary events following transcatheter aortic valve replacement (tavr) and valve-in-valve (viv) tavr. All data were collected from a single center between january 2016 and december 2021. The study population included 258 patients who were predominantly male with a mean age of 80 years. Multiple manufacturer¿s devices were implanted in the study population, including an undetermined number of patients implanted with either a medtronic evolut r or evolut pro bioprosthetic valve. No unique device identifier numbers were provided. Among all patients, twenty-five deaths occurred and no causes of death were noted in the article. There was no statement of causal or contributory relationship between medtronic product and the deaths. Among all patients, post-implant adverse events included: myocardial infarctions (mi), suspected valve thromboses, major bleeding/vascular complications, renal failure, strokes, reduced leaflet motion, coronary obstruction, need for unplanned coronary artery catheterization, percutaneous coronary intervention (pci) and/or coronary artery bypass graft (CABG) surgery. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.